Manufacturer narrative:
Section d4 serial# of the supplemental 001 medwatch report should indicate: (B)(6). Section d4 gtin of the supplemental 001 medwatch report should indicate: (B)(4). Section h4 manufacturing date of the 001 supplemental medwatch report should indicate: 01/08/2014.

Event description:
The customer contacted physio-control to report that their device could not be turned on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device could not be turned on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned for evaluation. The reported issue could not be verified and the root cause could not be determined. A replacement device was provided to the customer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device could not be turned on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.